Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 30. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: mobility and hypersensitivity. No further patient complications were reported.